Manufacturer narrative:
The investigation into the delivery issues has been completed. The device was not returned for investigation. According to clinical information, the root cause of the delivery issue - anatomy was determined to be patient condition.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 73-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The us complainant had enrolled a patient in the protect IV protocol and placed the impella cp for support. The patient had a vaso-vagal event at the time of the insertion which the pi of the study alleged a "probable" relationship to the use of impella. The team had to treat the patient for the hypotension with ns IV bolus, 2 amps of atropine and neosynephrine. Dopamine was started and patient was given zofran. The case proceeded and the cp allowed for the patient's hrpci (high risk percutaneous coronary intervention) and was explanted after 5 hours.